Event description:
It was reported that an output circuit damage and high voltage lead impedance of 0 ohms were observed. The device will no longer deliver hv therapies. Replacing the device and the lead were discussed. The patient was not sure about the procedure and left with the device turned off. The patient has not returned since. The system remains implanted.

Manufacturer narrative:
Na